Event description:
It was reported to technical services on 5/31/12 that this ra lead has noise. Noise is reproducible with pulling up against a fair amount of resistance. There are some appropriate atr events also. Asked if there are impedance changes and clinician states the atrial pacing impedance is stable even with noise is the 385 ohm range and the shock lead impedance is stable also. Asked if patient has had any symptoms associated with the atrial noise and inappropriate atrs and caller states he has not. Does not pace. Device programmed odd @40. Discussed that noise on shock channel can be normal with cit and forward. Asked if egms are 'clean' if patient is sitting still and caller states they are perfect unless patient is exerting. Atrs with noise just started in the last couple days. Suggested discussing with md - if patient does not need pacing and is asymptomatic would not seem urgent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).